Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00398.

Event description:
The patient was undergoing a coil embolization procedure to treat an iliac circumflex bleed using ruby coil lps and a non-penumbra microcatheter. During the procedure, a ruby coil lp would not advance at all within its introducer sheath; therefore, it was removed. Upon advancement of the next ruby coil lp, the same issue occurred; therefore, this coil was also removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 7.0, 137.5 and 138.5 cm from the proximal end. The pusher assembly mid-joint was retracted through the introducer sheath friction lock. The friction lock pet was not on its initial position on the introducer sheath. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the first returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Further evaluation revealed pusher assembly kinks near the mid-joint and the pet on the introducer sheath was distal to its initial position. If the ruby coil lp is forcefully advanced against resistance, damage such as kinks may occur and the pet on the introducer sheath may shift. During functional testing, the ruby coil lp was advanced from it returned position within the introducer sheath; however, resistance was experienced, and the pusher assembly was kinked by the penumbra investigator, and the pusher assembly was unable to be advanced any further. Further evaluation revealed an additional pusher assembly kink. This damage was likely incidental to the reported complaint. Evaluation of the second returned ruby coil lp revealed a functional device. The device was returned with the coil advanced from its initial position within the introducer sheath; therefore, the reported complaint could not be confirmed. During functional testing, the device was advanced through its introducer sheath and a demonstration microcatheter without an issue. Further evaluation revealed pusher assembly kinks. These damages were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-00398. H3 other text : placeholder.